Event description:
The customer stated that the meter reported a result of 330mg/dl. Paramedics were called and their meter reported a result of 120mg/dl. The customer did not have supplies to test the meter over the phone, so the meter was replaced. The customer was asked to return the meter for further evaluation. The customer was invited to call with future questions/concerns.